Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For one event, the investigation determined the following: the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the field service engineer cleaned valves and the pipettor's tubing. Probes were replaced and their adjustments were checked. Precision studies were performed and these were ok. No further issues have occurred. For one event, the investigation is ongoing. Follow up actions for this event include: the field service engineer adjusted the ultrasonic mixers and the c701 horizontally. The customer performed precision testing with failing results. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by cobas 8000 c (701) module analyzers. The events involved fourteen patient samples with questionable results for the following assays: 13 for phos2 phosphate (inorganic) ver.2 and one for ca2 calcium gen.2. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.